Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -13.5 diopter implantable collamer lens into the patient's left eye (os) (B)(6) 2023. The patient experienced blurred vision with vision quality issues. On (B)(6) 2023 the lens was exchanged with a same length but different model/power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).